Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine 5 mg/ml at 1.44 mg/day via an implantable pump for non-malignant pain. It was reported that the patient had a refill yesterday and his pump started alarming when the patient got home. The rep stated that the patient came in today and reported feeling a headache at 4am this morning but all that was in the logs were programming steps (from refill). Technical services had the rep confirm that the update to pump at time of refill reflected the accurate updated reservoir volume. The rep stated that the only event besides programming steps in the logs was a low reservoir alarm yesterday.

Manufacturer narrative:
Continuation of d10: product ID: a810, serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.